Event description:
Reportedly, the instrument was fired for gastroduodenectomy. After that, a small amount of bleeding (less than 200 cc) was confirmed. Oversewed the line with vicryl suture. Procedure: gastrectomy.